Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that his office has observed posterior capsule opacity (pco) and anterior cell ongrowth (aco) following intraocular lens (iol) implant procedures. During a follow up, a facility representative reported that in the past the surgeons would notice pco quicker with this iol and the pco would sometimes be aco. The instances were resolved following a yag laser procedure. The facility representative could not recall specific details. Additional information is not expected.